Event description:
It was reported to philips that tempus pro fails to move past rdt screen. The screen goes black, becomes unresponsive and the green led indicator on the power button keeps flashing. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.